Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm and back light anomaly due to unresponsive button. Unit had cracked reservoir tube lip. Additional information has been received which was not included with the initial report. The information has been provided with this report.(B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the light button on the insulin pump was not working well. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.